Manufacturer narrative:
Based on the results of the investigation, it is likely that the flooding was caused by a crack on the connector. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding from cracks on the connectors. There was no patient involvement.